Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient experienced pain at the insertion site and removed the sensor. He was evaluated by an healthcare personnel (hcp), diagnosed with an infection and prescribed oral antibiotics. At the time of the report, he had been on antibiotics for three days and was ready to insert a new sensor; however, he had discarded the transmitter with the sensor. No additional patient or event information is available.